Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155099.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited sensing issue. It was also reported that patient had covid. The patient status was unknown.